Event description:
The customer states that a patient sample generated an architect ca 19.9 assay initial result of 204 u/ml which repeated much lower as 18 and 12 u/ml. The initial result was not reported out of the lab. No impact to patient management was reported. Service was dispatched to the customer site.

Manufacturer narrative:
A field service representative (fsr) was dispatched to the customer site and performed the following; replace and calibrated the sample probe. Changed the sample syringe with stat syringe. Changed pressure monitor board with stat. Installed new pressure monitor on sample line. Reseated all vortexors. Checked all pumps, and all were acceptable. The instrument gave 2 aspiration errors while sampling this sample which gave discrepant results. Possible sample issue. A more sensitive chip which will detect more sensitively sample related issues was ordered, awaiting installation. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.